Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 2199 for patient code, code 3263 for method code, code 92 for conclusion code, which no longer exist. Code 4582 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that at the conclusion of transesophageal echocardiography (tee) study, the patient's exam could not be found. It is unknown whether the study was repeated or not. There was no patient injury reported. No additional information was provided.